Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04/may/2026 against "lot number "6015950" and similar malfunction codes: cannula housing/base piece detached or partly detached from adhesive patch during insertion (welding), cannula housing/base piece detached or partly detached from adhesive patch during insertion. The review confirmed that lot 6015950 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04/may/2026 against "lot number" criteria equal "6015950" and similar malfunction codes: cannula housing/base piece detached or partly detached from adhesive patch during insertion (welding), cannula housing/base piece detached or partly detached from adhesive patch during insertion. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6015950 was manufactured according to work instruction (wi) version 125 and manufactured in machine/line: li74 inset 3, on 25/oct/2025 with a total of 29,400 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015950 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive patch detachment event on 20-feb-2026. The patient reported adhesive patch detached from cannula housing prior to insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.